Manufacturer narrative:
The manufacturer had previously reported an allegation of an internal battery failing to charge. The device's power management board was replaced to address the issue. During final testing of the device, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.